Event description:
Customer reported the (B)(4) red dot foam electrode snap was rusty. Our testing has confirmed product does not meet specification, a corrective action has been implemented and a recall has been initiated for the return of affected product.